Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported they met with the manufacturer's representative (rep) twice right after implant for reprogramming. Six months after implant (possibly (B)(6) 2013) the patient stated their leads "fell down" and they needed to have their system revised. It was unknown if the patient recovered completely. Relevant medical history includes non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.